Manufacturer narrative:
The event is under investigation to determine the cause of the reported femoral notching. The investigation will evaluate factors including, but not limited to, surgical planning and device use. A supplemental report will be submitted upon completion of the investigation, if required.

Event description:
Femoral notching was identified intra-operatively, and additional implants (stems and screws) were utilized address the finding.